Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had their system explanted on an unknown date for an unknown reason.

Manufacturer narrative:
Date of explant is estimated. The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that patient's system was explanted two weeks after being implanted due to infection at the ipg site. Additionally, patient was hospitalized and received IV antibiotics to address the issue.